Event description:
Event description guidant received information from the son of the patient, that this device seems to be depleting early. The pacemaker and two non-guidant leads were replaced with a new system. The leads were explanted for product performance issues. The explanted pacemaker has been returned for analysis.